Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold; light guide rod lens (2x) --- cracked; bending section rubber glue --- separated; bending section rubber glue discolored; low angle; bending tube --- movement; right left knob --- broken. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for microbial contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 120 colony forming units (cfus) of enterocccus faecium and enterobacter cloacae (complex). During the second sampling, the scope tested positive for 48 cfus of enterocccus faecium and enterobacter cloacae (complex). During the third sampling the scope tested positive for 150 cfus of escherichia coli, enterobacter cloacae, klebsiella pneumoniae and enterococcus faecium. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.